Manufacturer narrative:
Device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.

Event description:
It was reported, there was a failure to increase and decrease the amplitude. The electric wires were pulled out of the covering. No pt symptoms or outcome were reported. Additional info has been requested.